Event description:
During procedure with a prostar 9 fr pvs device, needles stalled (eg, needles partially deployed) and an attempt to back-down needles was not successful. Surgery was required to remove the device. Surgery was required to remove the device. Surgery was successful and pt was discharged the following day. Follow-up indicated that the cardiologist curled the handle downward during needle deployment. The instructions for use instruct users to pull the handle straight back.